Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom will turn on but will not pump as a door not fully latched alarm which corresponds to the reported symptom. Evaluation also identified multiple door jammed messages within the event history log. Evaluation found the force required to secure the door to be above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump would turn on, but would not pump. Any patient involvement, injury or medical intervention is unknown.